Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective system upgrade. During the procedure, the chronic device was explanted and a new right ventricular lead and left ventricular lead were installed. A new implantable cardioverter defibrillator was connected to the leads and noise was observed on the right atrial and right ventricular channels. The patient did not receive therapy during the noise episodes. The physician was unable to predictably reproduce the noise. The implantable cardioverter defibrillator was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.